Event description:
It was reported while the device was being prepared by removing the air, the balloon ruptured. Another device was opened to successfully complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for evaluation. Therefore, we could not conclusively determine the root cause of the incident. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.